Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failing rate accuracy test. There was no reported patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of the device failing a rate accuracy test was confirmed during testing. Initial rate accuracy testing of the suspect pump module showed that the device under infused. Rate calibration test results showed that the device failed the calibration, meaning the device is out of specification and needs to be repaired. After replacing the suspect pump module bezel assembly for a known good part, initial rate accuracy testing with the known good part failed, however, an additional rate calibration and rate accuracy with the known good bezel showed that the device passed the calibration and would deliver fluid within specification, this indicates that the received suspect pump module bezel is defective. The pcu or pcu event logs were not returned, the pump module event log has limited information registered by the device and does not contain drug details, user keypresses or programming information. A review of the pcu error log showed no errors. A review of the device event log showed that the last infusion recorded on the device was on (B)(6) 2025, the date then jumps to (B)(6) 2025 and then to (B)(6) 2025, both dates did not record any infusions, only power ons of the device. The alaris user manual (v12.3) states not to use a device with any damage. Send it to biomedical engineering for repair. An external and internal inspection of the suspect pump module s/n 14235269 exhibited the following: there was slight corrosion on the back of the rear case. All components inspected were manufactured by bd. There was no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n:(B)(6) (w/o: (B)(6)). Please replace bezel assembly. Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failing rate accuracy test. There was no reported patient involvement.